Event description:
Casettes inserted into sterrard 200 will show a different expiration date than the sterile packaging by one year.for example packaging on hand states exp 10-2015, cassette inserted into sterrard 200 and the print out states the exp date is oct 2014, a whole year earlier. So at present the sterilizers will need to be shut down if all product stock has expired as the ones we have utilized.